Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint reference: case-(B)(4).

Event description:
Technical solutions was contacted with a report of a patient that had been in the hospital for over ten days with uncontrollable spasms. The reporter stated that the patient had been refilled with baclofen previously. Prior to that refill, the patient was not experiencing any abnormal symptoms. The next day, the patient was admitted to the hospital with uncontrollable spasms. At the hospital the patient was treated with valium and oral baclofen. Around two weeks later, the patient's spasms had improved but were still severe enough that the hospital would not discharge them. It was reported that the patient had not had any recent falls, accidents, or mris. It was reported that this was the fourth time this incident had occurred after a refill within a two-year period. It was reported that the physician claimed that there was nothing wrong with the pump. Additional communication with the physician's office confirmed that the office was never made aware of any of the incidents that the patient experienced. The office representative reported that the office requires the patient to wait 30-60 minutes after a refill appointment before leaving so they could be monitored for symptoms. The patient reportedly had never presented any symptoms during these waiting periods. No volume discrepancies were observed. Representative from the physician's office contacted technical solutions to report that the physician had double-checked the patient's records from the last year, and none of them reported any volume discrepancies. At the patient's last appointment, the patient's dosage was increased by 20% to see if the patient's symptoms improved. The patient called the office representatives days later and stated that their symptoms had not improved. A catheter dye study is planned, but has not been scheduled yet. The physician believes that the catheter might be fractured.